Manufacturer narrative:
Analysis of 37761 (serial# (B)(6)) recharger found bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when patient tries to plug the desktop charger into the recharger it will not stay in place and will come back out of the port if she touches it. No symptoms were reported. A replacement request has been processed.